Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not hold after placing. The clips were not forming. Another device was used to complete the case with no pt consequence.